Event description:
A female patient was enrolled in the study in 2008 with 3-vessel disease. The main indication for the intervention was unstable angina pectoris. The lesion initially treated was in the distal right coronary artery (rca). The lesion was pre-dilated and a 3.5 x 13mm cypher select plus stent was electively implanted at 13 atm with satisfactory results. Four months post index procedure, the patient returned for a staged procedure of a 75% lesion in the distal rca. There was peri-stent restenosis within 5mm distal to the previously implanted cypher stent. This lesion was treated with a 2.5 x 13mm cypher select plus stent.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt.